Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. The trans-septal puncture was performed and heparin was given. The patient's activated clotting time (act) was maintained at >200 throughout the procedure. The wds was deployed and recaptured several times. After a deployment of the wds, the physician noted a small thrombus developing on the threaded insert of the closure device. The physician attempted to aspirate the thrombus back through the sheath but was unsuccessful. The closure device was fully recaptured and the wds, containing the thrombus, was removed from the patient. A second 20mm was was successfully implanted.

Manufacturer narrative:
Aware date used as event date is unknown.